Manufacturer narrative:
(B)(4). Mfg site name - (B)(4) medical investigation results: a visual examination of the returned complaint device noted that the clip assembly would not open. The control knob was pulled back proximally, two clicks were heard but the clip assembly remained attached to the bushing. The prongs were not locked into the capsule. Based on the condition and evaluation of the returned device, the most probable root cause is supplier manufacture. The product likely failed to meet specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip would not open. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the clip failed to release from the catheter; therefore, this is now an MDR reportable event (see block h10 for investigation details).